Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 3.7 mmol/l, 11.3 mmol/l, and 3.5 mmol/l. Low blood glucose symptoms were reported with these results. Customer self- treated with dextrose and a soda. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).